Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 29 retention samples from bd inventory were evaluated by functional testing and closure separation no issues were observed relating to lot 2236573 as all samples met specifications. However bd was able to duplicate closure separation on lot 2251947 via retention samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode closure separation for lot 2236573 . This complaint is able to be confirmed for the indicated failure mode closure separation for lot 2251947. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the rubber stopper remained in tube (stopper/shield separation). This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: "the rubber stopper remained in tube. Tubes on not being fully decapped, causing probes to crash on instrument."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2236573. Medical device expiration date: 2024-01-31. Device manufacture date: 2022-08-24. Medical device lot #: 2251947. Medical device expiration date: 2024-01-31. Device manufacture date: 2022-09-08. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the rubber stopper remained in tube (stopper/shield separation). This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: "the rubber stopper remained in tube. Tubes on not being fully decapped, causing probes to crash on instrument."